Manufacturer narrative:
No patient demographic information provided as no patient was involved in this issue. Suspect device returned to manufacturer on (B)(4) 2012. Replacement camera shipped to the site (B)(4) 2012. Investigation finds the psu failed an accuracy assessment kit aak test at .40 mm. It is confirmed out of calibration.

Event description:
A medtronic representative reported a stealthstation s7 system camera that was found to be out of calibration. There was no patient present.